Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) to compare usage and outcomes recorded in 41 patients, 41 procedures, (14 males, 27 females; mean age 63.5) for dbx natural fiber strip 2.5 x 5 cm against all other surgical cases recorded within the spine tango registry between december 1, 2021 and april 4, 2022. Final registry report outcome description: intraoperative surgical complications. (N=1) dural lesion. Postoperative general complications. (N=1) other. Reoperations for non-union. (N=1) same level. (N=1) any level. This is for synthes spine dbx natural fiber strip 2.5 x 5 cm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unknown dbx natural fiber strip 2.5 x 5 cm/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The initial reporter is a j&j employee. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During further review of this event, it was determined that depuy synthes is not the legal manufacturer of this device. The legal manufacturer of the device associated to this report is mtf biologic. As mtf biologic is the legal manufacturer, mtf biologic has responsibility for medical device reporting; legal manufacturer mtf biologic has been notified of this event.